Event description:
It was reported through the research abstract ¿outcomes of patients supported with heartmate three left ventricular assist device for more than two years¿ that heartmate 3 (hm3) may be associated with exacerbation of heart failure symptoms, driveline infection, gastrointestinal (gi) bleed, adverse events resulting transplant, and death. This retrospective study evaluated 127 hm3 patients implanted between 08may2015 and 29oct2018. Within the first two years of being implanted with a hm3, 19 patients died, and 39 patients underwent a transplant. 56 patients remained on support after 2 years and were followed for an additional two years. Of these 56 patients, 3 patients died, and 3 patients were transplanted. During these two additional years, 51% of the 56 patients were hospitalized for reasons including acute decompensated heart failure, driveline infection and gi bleed. Related manufacturer report number: 2916596-2022-11535

Manufacturer narrative:
Patient identifier, age or date of birth, sex, weight, ethnicity, race, and : specific patient information and device serial number are documented as unknown. Article title: ¿outcomes of patients supported with heartmate three left ventricular assist device for more than two years¿ maldonado, a., oren, d., fried, j., raikhelkar, j., clerkin, k., latif, f., lotan, d., majure, d., naka, y., koji, t., kaku, y., yuzefpolskaya, m., colombo, p., sayer, g., topkara, v., & uriel, n. (2022). Outcomes of patients supported with heartmate three left ventricular assist device for more than two years. The journal of heart and lung transplantation, 41(4), s211. Https://doi.org/10.1016/j.healun.2022.01.1666. Columbia university irving medical center, new york, ny. Manufacturer's investigation conclusion: a direct correlation between the left ventricular assist devices and the reported events could not be conclusively determined through this evaluation. The device history records could not be reviewed as the heartmate 3 device serial numbers as well as other specific case/patient information, are not available. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction,¿ lists bleeding and infection (local, driveline, and pump pocket) as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.